Event description:
It was reported the customer received a motor error alarm during a manual prime. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. Customer also stated they were unable to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test and displacement test. No rewind anomaly was noted. However, the insulin pump alarmed during the prime test due to a motor with a high current draw. The insulin pump had minor scratches on the display window, broken battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.